Event description:
It was reported that the pump cannot detect the syringe size. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection was performed and found the tamper seal was broken on the plunger assembly and bottom case. The left front corner of the top case and the right plunger case were cracked. Review of the pump event history log showed invalid syringe size messages. Functional testing confirmed the reported event. During the syringe test, an invalid syringe size message was received. Calibration verification was performed and the pump did not read the slugs. Contamination and corrosion was found on the barrel clamp assembly. The reported event was due to fluid ingression as a result of improper pump cleaning or excessive fluids on the pumps surface. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.